Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing revealed lec 1310. Functional testing was able confirm the reported problem. The root cause was unable to be established. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported "device has fallen through stk/ shut-off pressure clearly too high". The event occurred during testing. There was no patient involvement.